Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for four patients involving unicel dxc 600i synchron access clinical system. This is report number two of four. It is unknown it the erroneous result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility from (B)(4) 2008 through (B)(4) 2008. The fse replaced the peristaltic pump. The fse adjusted the sample pump back lash and tightened the belt. The fse discovered dried wash buffer on three pinch rollers and replaced the inch rollers. System check testing and quality control (qc) performed after the peristaltic pump replacement conformed to specifications. The customer collected samples in plastic lithium heparin tubes with gel. The sample was spun for 10 minutes at unknown rotations per minute (rpm). Quality control (qc) was within specifications prior to the event. A system check performed on (B)(4) 2008 conformed to specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events. This medwatch report is related to mdrs: 2050012-2011-04231, 2050012-2011-04233, 2050012-2011-04234.